Event description:
It was reported that the patient's ptm was not uploading information, and the refill date was not accurate. The programmer was decoupled and recoupled, and the issue was resolved. No patient symptoms were reported. The medication used within the system was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# unknown. Product type: programmer, patient: product ID 8835, serial# unknown. Product type: programmer, patient. (B)(4).